Event description:
It was reported that a malfunction occurred on the pump, identified by a malfunction code. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to report back if the issue reappeared, which was acknowledged and understood.